Event description:
A 20 mn diameter x 12 mm diameter x 13.5 cm length aneurx bifurcated stent graft system and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2000. The aortic neck had an angulation of 60-degrees. It was reported that in 2003 the stent graft migrated because of the aortic neck angulation and a talent aortic cuff was implanted. On a recent follow-up it was reported that the stent grafts migrated again. The physician planned to explant the stent graft at a later date, but later decided to repair the migration with a gore excluder and a palmaz stent. No additional clinical sequelae were reported.